Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported suture had a longitudinal split and did not perform as expected was confirmed as a suture retrieval issue. A conclusive cause for the reported suture retrieval issue could not be determined. The reported longitudinal split and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a stenting procedure of the iliac artery. Reportedly, the suture had a longitudinal split and did not perform as expected. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.